Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected (by another hcp) with juvéderm vollure¿ xc along their infraorbital rim causing severe hard nodules about a week later. The np was advised by an allergan educator np that this was biofilm and to aggressively inject with hyaluronidase, start antibiotics and give oral steroids. All of the above was performed without resolution of symptoms. Intralesional steroids were then advised to be injected and they were not. Reporting hcp observed patient about 2 months after injection and concluded patient did not have biofilms, but instead granulomas and severe redness. The beginning of skin and subcutaneous atrophy was noted not from the juvéderm vollure¿ xc, but from too much hyaluronidase (wydase) being injected. The hard nodules were originally from too much juvéderm vollure¿ xc injected into one area in a very thin patient with no subcutaneous fat. Patient was left with severe atrophy, skin on bone, and right and lateral canthus causing scar contraction and left malar eminence causing indentation. The nodules went away on their own with by pressing gently twice a day. However, hcp saw patient for a follow up after juvéderm® was injected around perioral area - no issues there at all-, but where the hyaluronidase was injected patient has severe atrophy as seen below on the right lateral canthal area and left malar eminence. Hcp has started treating this with injection of sterile saline, treating the discoloration with ipl and 1540, and will eventually add juvéderm® to those areas. Hcp believes the main issue is that an allergan educator advised another nurse practitioner to inject large amounts of hyaluronidase which caused severe volume loss.